Event description:
Caller reported nano system blood glucose results of 306 mg/dl and 99 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.